Event description:
It was reported the patient received multiple inappropriate shocks and atp therapy due to svt. One episode in particular showed svt with aberrancy that triggered vt therapy including atp and shock. Noise was observed. Patient claimed to not have felt shocks but complained of dizziness. Programming changes were made. There was no change in patient condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.